Event description:
A hospital in (B)(6) reported via our distributor that the heater head of an iw931aeu cosycot infant warmer appeared to have broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested the return of the heater head of the subject infant warmer for examination in addition to further information to assist in our evaluation. We are awaiting a response. We will submit our findings in a follow-up report at the completion of our analysis.